Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure, the atrial connector was pushed out of the device when the screwdriver was inserted. The lead could not be screwed and another device was thus implanted.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the implantation procedure, the atrial connector was pushed out of the device when the screwdriver was inserted. The lead could not be screwed and another device was thus implanted.